Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements, measuring greater than 200 ohms when connected to a new device. This lead remains in service. No adverse patient effects were reported. It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements, measuring greater than 200 ohms when connected to a new device. This lead remains in service. No adverse patient effects were reported. It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements, measuring greater than 200 ohms when connected to a new device. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).